Event description:
Chest tube system changed at 1430- would not suction= 02 sta, cyanatic fingers. Troubleshooting of system = crack at connection of collection chamber & connecting tubing. New system obtained & attached, improvement in patient oxygenation.